Manufacturer narrative:
Per a good faith effort response, the technician found the error code (1208) oxygen not available in the device diagnostic report but stated that it was not caused by a malfunction or reported by the customer-- it was observed during servicing of the device. The reported issue could not be duplicated, and no fault was found. No further information will be obtained. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1208 "no oxygen supply" alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, the device was swapped out for another ventilator. The investigation is ongoing.